Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he has a new pump and randomly received no delivery alarm. The customer stated that the issue occurred during basal. The customer mentioned that he has been through 3 to 4 infusion sets and the issue continued. The customer stated that he was able to prime until he received a no reservoir alert. The customer stated that the tubing was not bent or kinked. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed all functional testing, including the idle current test, run current test, self test, off no power test, reset error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarms were noted. The insulin pump had a cracked reservoir tube lip.